Manufacturer narrative:
Note: product reference 4430018 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in june 2024. Summary of investigations the device or the x-ray pictures were not returned for investigation. - raw material historical review: the batch records of the elements included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing were also compliant upon receipt. Root cause: without the complaint sample and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Vein thrombosis is a known complication of the access port implantation, taken into account in the IFU. Several factors could be at the origin of thrombosis: -trauma to the vein, -catheter tip placed to high in the svc, -patient hyper-coagulability, -vein diameter too small compared to the catheter diameter (child, teenager...) -patient treatment. Conclusion: vein thrombosis is a known complication of the access port implantation, considered in the IFU. This is a very rare incident (B)(4), no corrective action is envisaged.

Event description:
The CT scan as part of the "cygring" revealed the suspicion of a port-associated thrombosis in the left brachaiocephalic and subclavian vein. No further action/ no port explantation since the patient has a cava filter and tackes anticoagulation already"